Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ('medical device removal') and uterine prolapse ('hysteroptosis') in a female patient who had essure inserted. The patient's concurrent conditions included hysteroptosis. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced uterine prolapse (seriousness criterion medically significant). The patient was treated with surgery (essure removal and removal of uterus). Essure was removed. At the time of the report, the medical device removal and uterine prolapse outcome was unknown. The reporter provided no causality assessment for medical device removal and uterine prolapse with essure. The reporter commented: removed essure implants received. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jun-2019: quality safety evaluation of ptc. We received a returned sample in this case. A technical investigation will be conducted, including a review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ('medical device removal') and uterine prolapse ('hysteroptosis') in a female patient who had essure inserted. The patient's concurrent conditions included hysteroptosis. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced uterine prolapse (seriousness criterion medically significant). The patient was treated with surgery (essure removal and removal of uterus). Essure was removed. At the time of the report, the medical device removal and uterine prolapse outcome was unknown. The reporter provided no causality assessment for medical device removal and uterine prolapse with essure. The reporter commented: removed essure implants received. We received a returned sample in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.